Event description:
A malfunction alarm with the code malf 12 was reported, but no significant events occurred prior to the issue, and there was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisting the customer in the process. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue returned. The customer acknowledged and understood these instructions.